Event description:
In 2008, the patient was implanted with gore excluder aaa endoprostheses to train an abdominal aortic aneurysm. The initial devices were placed as planned, and an aortic extender was added to address a proximal type I endoleak. The endoleak did not resolve, but the procedure was concluded. A follow up imaging evaluation three months later, suggests a persistent type I endoleak due to calcification and incomplete wall apposition, and also a possible type ii endoleak, with aneurysm sac expansion. Images also suggest an aortic dissection along the right wall of the aorta just proximal to the implanted devices. The patient is stable with no further complications. No additional procedures are planned, and the physician continues to monitor the patient.

Manufacturer narrative:
A review of the manufacturing records has been conducted. The manufacturing records review verified that this lot met all pre-release specifications.